Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced nerve entrapment, bladder and urethra entrapment, pain down the left leg, pelvic pressure, pelvic pain, eroded mesh, vault prolapse and scarring. A revision and cystoscopy were performed.